Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege patient has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain and suffering; and past, present and future medical, hospital, rehabilitative and pharmaceutical expenses, lost wages, and other related damages. Bilateral patient. Doi: (B)(6) 2001 - dor: (B)(6) 2006 (left side). Doi: (B)(6) 2002 - dor: (B)(6)2009 (right side). Patient is a resident of (B)(6). Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. The left side was revised because of a loose stem. The right side was revised because of loose stem and metal debris. Records are available for further review. Correction: right side doi: (B)(6) 2002.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.